Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v920746 (B)(6) 2012, product type: lead. Product ID neu_un known_prog, serial # unk, product type: programmer, physician. (B)(4).

Event description:
Follow up information reported that the patient received assistance from their doctor and the manufacturer¿s representative and their concerns were resolved.

Event description:
It was reported the patient was having problems on (B)(6) 2013 and was told by their doctor that they originally thought the issues were gastro related but then they were looking at the implantable neurostimulator (ins). It was noted the patient was sent to a specialist "who did all kinds of tests but I came out clean". It was stated the patient had their ins checked and it was set at 5.1 volts, but the stimulation was off and the patient stated that "when he turned it back on I almost flew out of the chair". It was noted the patient thought the security screeners they had walked through could possibly have turned it off. Reportedly, the patient¿s stimulation was turned down to 2.1 volts, "but then it went up to 2.5 volts all by itself, and they are going to look into that on (B)(6) 2013.¿